Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
In the study "experiences with simplera sync¿ all-in-one sensors and extended wear infusion sets in adolescents and young adults using the minimed¿ 780g: a qualitative study", it was reported that the customer experienced blood at insertion site and hyperglycemia with a blood glucose value of 10.9 mmol/l and reported premature sensor failures, connection issues between pump and sensor, adhesion problems and vibration anomaly. The event involved mmt-1884, mmt-332, mmt-399, mmt-7020a, mmt-5120a. Troubleshooting was not performed. No further patient complication was reported. No products were returned for analysis as a result of the study's findings.